Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced possible over delivery anomaly and the device test failed. The customer reported a blood glucose value of 41 mg/dl. The customer reported hypoglycemia and dizziness treated with ems/ambulance/ER visit, glucagon, and glucose/carb intake. The event involved product(s) mmt-7040a, mmt-396a, mmt-1884, mmt-332a. The customer was involved in a vehicular accident while driving and using the pump with a potential high/low blood glucose event related to the accident. The customer reported low blood glucose. "Units left" in the pump status screen was inaccurate. The customer alleges delivery of insulin without input. No further patient complications were reported. No product return is required for mmt-7040a. No product return is required for mmt-396a. Mmt-1884 was requested, and the customer response was the device would be returned. No product return is required for mmt-332a.

Manufacturer narrative:
The pump was received with a scratched case. No crack at the bottom case of the pump noted during visual inspection. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08710 inches. Successfully downloaded pump traces and history file using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the (primary) event date of 14-jun-2024, there is no unexpected alarms/suspends. In further full review of the pump history/traces on the event date of 25-jun-2024, no delivery alarm/insulin flow blocked alarm was noted. Unable to verify daily total of basal/bolus and all insulin delivered on the (primary) event date 14-jun-2024 and event date of 25-jun-2024 listed on smartsolve due to insufficient data in the trace/history files. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Please see below for pump error(s)/alarm(s) noted 1 week prior to the (primary) event date 14-jun-2024 and event date of 25-jun-2024 in the formatted history file. Lostsensor1alert (780) was found on: (B)(6)2024 05:49:00.000 (B)(6)2024 05:59:00.000 sensorerroralert (801) was found on: (B)(6)2024 18:43:55.000 (B)(6)2024 18:53:00.000 the pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert, sensor error alert or unexpected sensor errors or anomalies were noted during testing. Insert battery alarm was found on: (B)(6)2024 18:15:01.000 (B)(6)2024 09:47:25.000 (B)(6)2024 09:49:05.000 low battery alert was found on: (B)(6)2024 11:58:00.000 (B)(6)2024 06:36:00.000 failed battery alert/battery failed alarm was found on: (B)(6)2024 09:47:41.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6)2024 at 8:54:59 pm. There was no power data available for the dates of (B)(6)2024. Unable to check power data for low battery alert and failed battery alert/battery failed alarm. No unexpected low battery alert and failed battery alert/battery failed alarm noted during testing. No delivery alarm/insulin flow blocked alarm was found on: (B)(6)2024 12:22:44.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. (B)(6)2024 12:32:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. (B)(6)2024 12:18:26.000 alarmalertnotification (40) faultnumber: nodelivery (7) during prime. (B)(6)2024 12:28:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. (B)(6)2024 13:42:15.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. (B)(6)2024 13:52:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. (B)(6)2024 17:57:49.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. (B)(6)2024 18:07:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. (B)(6)2024 18:15:42.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. No unexpected no delivery alarm/insulin flow blocked alarm noted during testing. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump passed all the required testing. Unable to verify customer alleged for low bgs. Customer alleged for possible over delivery anomaly was not confirmed. Cosmetic damage at the bottom case was not confirmed, however, other cosmetic damage was noted during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.